Event description:
During a follow-up 12 days after the closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt suffered a mild pain and swelling. The pt was hospitalized for 4 days and was placed on lovenox, and coumadin. At time of follow-up in 2003, the pt was asymptomatic.